Event description:
Information received by medtronic indicated that insulin pump was unable to charge and power error detected. Customer was able to rewind the pump and clear alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump¿s history and trace files downloaded successfully using thus software. Constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2022 at 04:02:14.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Unit tested outside the pump and received pump error 38 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, broken battery tube threads and cracked case (battery tube). Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Note: fail rewind due to pump error 38. Cosmetic damage confirmed at battery tube threads and case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.